Event description:
Vented paclitaxel set problem: IV tubing became disconnected from the fluid drip chamber distal to the spike. This resulted in a minor chemotherapeutic agent spill. No pt or employee was contaminated. Random check of the supply of IV sets revealed at least one additional set that was defective. Diagnosis: renal cancer.